Event description:
Customer reported tubing fell apart at white syringe connection to blue connection while on neonatal ICU patient. Noted when new fluids were to be changed. There was no adverse patient event. Although requested, no additional information was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of set 'falling apart' was confirmed. The white spike was found separated from the upper fitment engagement due to insufficient solvent applied during the manufacturing process. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot.